Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to oversensing noise when the patient was performing daily activities or at night while sleeping, showering and during breakfast. Shock impedance was at 135 ohms which is still within range. Troubleshooting consisted of performing arm maneuvers but there was no myopotentials. No adverse patient effects were reported. The device and electrode remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to oversensing noise when the patient was performing daily activities or at night while sleeping, showering and during breakfast. Shock impedance was at 135 ohms which is still within range. Troubleshooting consisted of performing arm maneuvers but there was no myopotentials. Additionally, low r-wave was noted. Boston scientific technical services reviewed the available data and provided troubleshooting options and recommended to continue monitoring this patient. No adverse patient effects were reported. The device and electrode remains in service.